Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The manufacturing date and expiration date of the lead is not known. Concomitant medical products: 402445 lead, implanted: (B)(6) 1998. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was stretched as the patient grew from an adolescent to an adult. The lead was extracted. A new implantable pulse generator (ipg) system with epicardial leads was implanted. No further patient complications have been reported as a result of this event.